Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the back of the check valve of one (1) clearlink system continu-flo solution set leak. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition and all components were correctly placed and according to specifications. Functional testing was performed which included pressure testing and clear passage under water testing. During functional testing, it was noted that there was a leak between the discs of the check value and the check valve discs separated during functional testing. The reported condition was verified. The cause of the reported condition was manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.